Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
A customer reported they have been using PICC lines and have noted catheter tears in the PICC line itself after patient insertion. In the most recent case we had in our nicu the PICC line was only inserted for 14 days.

Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since there was no product information provided. After three notifications, there has been no sample returned for review. Additionally, there was no visual evidence provided to support the reported issue. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample or any additional information is received at a future date, this complaint may be reopened at that time for further evaluation.